Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer had changed the infusion set site multiple times and did not observe a bent cannula. The customer had also observed insulin exiting the tubing after it was disconnected from the site. The customer changed all of the supplies on the pump and received another occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl and a bolus was attempted to be delivered to address the bg level. The customer was to use insulin injections to manage diabetes.